Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to elevated blood glucose levels and vomiting, however, a specific bg value was not provided. Customer delivered a correction bolus prior to going to the emergency room in attempt to resolve the reported issue. Customer was treated with intravenous saline and insulin while in the emergency room, and was released from the emergency room 10 hours later with no permanent damage. The cause of the reported issue was unknown. Tandem technical support performed a pump system check and determined the pump functioned as intended.